Event description:
The customer observed falsely elevated potassium results generated on the architect c8000 processing module for multiple samples. The following example data was provided (customer provided normal range is 3.5 to 5.5 mmol/l): sid (B)(6) initial result = 7.5 mmol/l, repeat on c1600 = 4.1 mmol/l. Additionally, the customer noted there were samples that generated initial results of more than 10.0 mmol/l and repeat within normal range on another instrument. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found air in the cuvette washer pump. The fsr tightened the bellows, bellows only which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the bellows, bellows only did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) or the bellows, bellows only was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated potassium results generated on the architect c8000 processing module for multiple samples. The following example data was provided (customer provided normal range is 3.5 to 5.5 mmol/l): sid (B)(6)initial result = 7.5 mmol/l, repeat on c1600 = 4.1 mmol/l additionally, the customer noted there were samples that generated initial results of more than 10.0 mmol/l and repeat within normal range on another instrument. No impact to patient management was reported.